Event description:
It was reported that the video system center had noisy image. The issue occurred during installation. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2,h3,h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: defective touch panel due to malfunction of mc assembly. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is speculated that it may have been caused by damage or deterioration of parts during handling, environmental factors such as dust/dirt/humidity/ambient light, optical issues, compatibility issues, thermal issues, or electrical problems like signal loss or circuit breakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.